Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no reported adverse impact to the customer. A new charging cable and new wall power adapter were sent to the customer. Reportedly, customer continued using pump for insulin therapy.